Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, nasopharyngeal secretion, and cough are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of injection to the hands, edema, nasopharyngeal secretion, and cough as follows: indications "juvéderm® voluma¿ with lidocaine is an injectable implant intended to restore volume of the face." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported 2 months after injection to the "both hand backing" with juvederm (tm) voluma (tm) with lidocaine patient developed edema after eating seafood. Patient also reported that 10 days prior they had "nasopharyngeal secretion and cough." Patient "has taken without prescription 5 days of azithromycin with clinical improvement." The injecting physician prescribed oral corticoid. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 02/18/2016. Follow up with the healthcare professional confirmed the medical intervention was not provided to avoid serious injuries or death, therefore this event is no longer considered a serious injury.

Event description:
Additional information: patient's nasopharyngeal secretion and cough were not device related. Patient continues with soft edema on both hands.